Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experiencing diabetic ketoacidosis. The customer¿s blood glucose was unknown at the time of incident. The customer state that infusion set was not delivering the right amount of insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.